Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they are at the end of treatment. And have teeth, that needs more adjustment before moving into a retainer. Patient provided bite photos, that show a posterior open bite. Advised patient to do a rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.